Event description:
Procedure type: inguenal hernia repair. According to the reporter, the dissection balloon inflated partially and then it would not completely deflate to be removed from the patient. The surgeon made a hole in the balloon to deflate it and remove it. The structural balloon would not inflate either. The surgeon used a different device. No patient injury was reported.